Event description:
It was reported that pacing impedances on this right atrial (ra) lead were high, therefore the pacemaker was programmed for unipolar sensing in the right atrium. Subsequently, episodes of noise were stored that were suspected to be due to myopotential oversensing. The pacemaker's sensitivity settings were adjusted in an attempt to mitigate the oversensing. It was also reported that the device's minute ventilation feature was automatically programmed off due to episodes of noise and atrial tachy response episodes were stored during periods of noise. Boston scientific technical services offered programming optimization options to the health care provider. No adverse patient effects were reported. This pacemaker and the associated leads remain in service. Additional information was received that this patient subsequently presented to the emergency room not feeling well. A boston scientific technical services (ts) review of pacemaker device data indicated noise which was sensed on the ra lead and noise not sensed on the right ventricular (rv) lead. Ts discussed possible troubleshooting steps with the physician, including performing a chest x-ray, adjusting ra lead sensitivity programming or performing a lead revision. It was noted that no device reprogramming was performed at that time and the patients following physician will be consulted. No additional adverse patient effects were reported. This pacemaker and the associated leads remain in service.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on this right atrial (ra) lead were high, therefore the pacemaker was programmed for unipolar sensing in the right atrium. Subsequently, episodes of noise were stored that were suspected to be due to myopotential oversensing. The pacemaker's sensitivity settings were adjusted in an attempt to mitigate the oversensing. It was also reported that the device's minute ventilation feature was automatically programmed off due to episodes of noise and atrial tachy response episodes were stored during periods of noise. Boston scientific technical services offered programming optimization options to the health care provider. No adverse patient effects were reported. This pacemaker and the associated leads remain in service.